Event description:
Patient had drain place and then she called weekend on-call md to report the hub broke-off and was leaking. The patient came back three days later to have the drain exchanged with sedation. Manufacturer response for drainage catheter 10f, (brand not provided) (per site reporter). Using department has contacted local rep. He will pick-up and return ship in for evaluation.